Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with heartmate 3 left ventricular assist system (lvas), serial (B)(6), reported or identified through this evaluation. Review of the submitted log files captured the pump functioning as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Although no device related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced no symptoms of atrial fibrillation arrhythmia. The atrial fibrillation arrhythmia was sustained. Patient was hypovolemic with low flow alarms which resolved with increased fluid the patient had a history of atrial fibrillation arrhythmia pre-left ventricular assist device (lvad). The atrial fibrillation arrhythmia in this event was not thought to be device or therapy related. An implantable cardioverter-defibrillator (ICD) was implanted prior to ventricular assist device (vad). The atrial fibrillation arrhythmia resolved.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for analysis. The patient had multiple low flow alarms and the patient was hypertensive and likely hypovolemic. Patient has history of low flow alarms and using a 2.0lpm controller. Log files confirmed the reported low flow alarms as well multiple brief low flow events with elevated pulsatility index (pi) on (B)(6) 2025. The estimated flow was fluctuating below 2.0 lpm threshold. Most of these events were brief and didn¿t generate the alarms (less than 10 seconds to trigger the alarms). The estimated flows were averaging from 1.7 to 1.9 lpm and pi was averaging from 8.2 to 10.6 during these events. There were no unusual rotor faults, or any other abnormal pump faults were seen in the log files. There did appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. These seemed to be physiological in nature. There were no other notable alarm conditions or parameter changes. The mcs equipment was operating as intended electronically and mechanically. The cause of the low flows was identified to be hypertension and dehydration. The patient was also noted to have an atrial fibrillation. The low flows resolved after the patient's antihypertensive medications were adjusted and the patient was started on antiarrhythmic medications.